Event description:
It was reported that the pump failed calibration. No patient injury reported.

Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: all issues with these pumps were found during testing at our facility. No indication of patient involvement was indicated to me, or our technician, at the time the pump was received for repair at our facility.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal and battery door. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced fractured latch lock flex. The cause of the reported problem was traced to the manufacturing process. A DHR (device history review) did not indicate any issues with this specific device, but there were five latch flex issues and two that indicated gold fingers broken from flex. Sent an email to manufacturing asking them to review the issue with their team stressing to be cautious with the flexes to prevent damage., corrected data: d4: correction: catalog number: 21-2120-0105-01. D4: correction: model number: 2120.